Event description:
It was reported ¿has a loose occlusion cover, and volume test has failed (6-10 percent out)." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal and the expulsor were the root causes and were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.